Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed a cracked screen and the touchscreen became unresponsive, as described by the patient¿s parent; the cause of the damage was unknown. Symptoms included an inability to interact with the device interface. Outcomes included the user switching to backup therapy and proceeding with a replacement device. Investigation included complaint intake review and replacement processing. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen and associated loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.